Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following deployment of the closure device, the patient experienced st segment elevation. Air was suspected to have entered the system but was not visualized in either the patient anatomy or the device. The patient remained stable and intravenous calcium was administered. The patient returned to a baseline sinus rhythm. The 24mm closure device was recaptured and removed from the patient. A 27mm watchman flx laa closure device and was were introduced into the patient anatomy and the closure device was deployed. Following deployment of the closure device, the patient experienced st segment elevation. Air was suspected to have entered the system but was not visualized in either the patient anatomy or the device. The patient remained stable and intravenous calcium was administered. The patient returned to a baseline sinus rhythm and the procedure was successfully completed. The patient fully recovered and was discharged.

Manufacturer narrative:
B5 event description corrected.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following deployment of the closure device, the patient experienced st segment elevation. Air was suspected to have entered the system but was not visualized in either the patient anatomy or the device. The patient remained stable and intravenous calcium was administered. The patient returned to a baseline sinus rhythm. The 24mm closure device was recaptured and removed from the patient. A 27mm watchman flx laa closure device and was were introduced into the patient anatomy and the closure device was deployed. Following deployment of the closure device, the patient experienced st segment elevation. Air was suspected to have entered the system but was not visualized in either the patient anatomy or the device. The patient remained stable and intravenous calcium was administered. The patient returned to a baseline sinus rhythm and the procedure was successfully completed. The patient fully recovered and was discharged. It was previously reported that an air embolism occurred however an air embolism was not identified.